Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg and two surgical leads, on (B)(6) 2009. It was reported that the ipg was unable to communicate with the charger or patient programmer. The patient stated that he felt that the ipg had moved at the pocket site. It was reported that the patient began experiencing communication problems with the programmer over two months prior, and several weeks later, he lost stimulation. A replacement charger was unsuccessful at resolving the issue. The patient had not yet rescheduled a follow up appointment for reprogramming. No further information is available at this time.